Event description:
During shift check, the autopulse platform (sn (B)(4) does not power on when the fully charged autopulse li-ion batteries (sn (B)(4) and (sn (B)(4) were used, the issue occurs intermittently. Per the reporter, the platform was able to power on after the battery was left in the device for some time. No patient involvement. Please see the following related MFR reports: MFR (B)(4) for autopulse li-ion battery sn (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan. B5 (describe event or problem) was corrected.

Event description:
During shift check, the autopulse platform sn (B)(6) does not power on when the fully charged autopulse li-ion batteries (B)(6) and (B)(6) were used. Per the reporter, the platform was able to power on after the battery was left in the device for some time. No patient involvement.